Event description:
When the detachment was attempted in the aneurysm, the deltaplush cerecyte microcoil 2 mm x 6 cm (cpl10020630/g10684) could not be detached. So, it was removed safely. No further information was provided.

Manufacturer narrative:
When the detachment was attempted in the aneurysm, the deltaplush cerecyte microcoil 2 mm x 6 cm (cpl10020630/g10684) could not be detached. So, it was removed safely. No further information was provided. This product was not returned for evaluation. Without the return of the device, the exact root cause of the problem reported could not be determined. The manufacturing records for this lot were reviewed and did not reveal any relevant discrepancies, design or quality concerns. No corrective actions will be taken at this time. This MDR is being submitted as part of a retrospective review as the result of a recent FDA audit and with accordance to the requirements of code of federal regulations ¿ 21 cfr part 803, medical device reporting.